Event description:
The handpiece doe snot work the account did not have any other details about problem or procedure type. A second handpiece was sued to complete the case. No patient consequence reported.